Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Per perfusionist, it was said the nursing staff was unable to recall an alarm happening and nothing was reported during shift change. After speaking with the patient, the alarm happened while they were messing with their controller and might have unhooked it but couldn't recall. The condition of their driveline was checked and all connections appeared secure. It was unable to replicate the alarm by manipulation of the driveline.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop alarm was noticed during rounding. Nursing staff reported that they were unaware of any alarms taking place and that it was not communicated during shift change. After speaking with the patient, it was confirmed that the alarm had happened when the patient was messing with their system controller, and that they might have unplugged it, but it was not certain. The patient's driveline was checked, and all connections appeared to be secure. It was said they were unable to replicate any alarms with manipulation of the patient's driveline and controller. Log files contained various alarm associated with a driveline disconnect on (B)(6) 2025 between 6:38:46am - 6:39:11am. The pump did resume normal operation once the driveline was reconnected. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log files. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect that resulted in a pump stop. Although a specific cause for the disconnection of the driveline could not be conclusively determined, the account reported that the patient may have unplugged their driveline. The controller event log file contained events from 20dec2025 through 21dec2025. A driveline disconnect event was captured on 21dec2025, which caused the pump to stop. Following the reconnection of the driveline, the pump resumed normal operation at the fixed speed. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting and disconnecting the driveline to and from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook further explains that the pump cannot run without power. The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.